Event description:
It was reported that the customer had high blood glucose levels of 456 mg/dl. The customer was hospitalized. The customer was treated with insulin drips and manual insulin injections. The customer reported a blank display from the insulin pump. Troubleshooting was done. The customer was advised that a new battery cap for the insulin pump would be shipped. The customer reported that replacement for the insulin pump was needed. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No cosmetic damage noted on pump. Pump passed functional testing including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery tests. Pump was monitored. No blank display noted. No unexpected battery out limit alarms noted. (B)(4).